Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscopre was blurry. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. At the time of use, the endoscope was not under warranty and per IFU, the endoscopes are warranted for one year and it is recommended that the device be replaced after one year of usage.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for eval it will be difficult to confirm the reported problem.